Manufacturer narrative:
Additional information received from the local field representative indicated that the patient presented to the clinic the following day and normal device function was confirmed. There was no indication that the cause of the syncope was determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. No additional details were provided.